Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: while the surgeon was using the surgiclip applicator, it misfired. The clip fell out of the applicator and did not attach itself to the tissue selected. The applicator mechanism severed a vein. A second applicator was used and a clip was applied to the vein.